Event description:
According to the reporter, the device is failing user test and self test consistently and the service indicator is illuminated. There was no patient associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would fail the user test, illuminate the service led and log fault codes in the error log of device memory related to incorrect energy levels. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.